Event description:
Consumer reports high reading and control solution failure. Control solution test was not conducted until after insulin was delivered. Consumer feels the wrong amount of insulin was injected due to the high readings pt was getting with the meter.